Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database. Europace. 2016;18(9):1391-8.

Event description:
A secondary journal article was reviewed in which it was further reported that the lead exhibited noise. No further patient complications have been reported as a result of this event.